Event description:
It was initially reported that the patient experienced an increase in spasticity, which lead to an increase in pain. The patient was further noted as having had "good" pain control, but now he does not. The patient was also having headaches. A dye study was planned as of (B)(6) 2011. It was later reported by the healthcare provider (hcp) that the patient believed that the pump never worked from the time of implantation. He had good results with the trial but never had enough symptom relief with the pump and continued taking oral tizanidine and +/- baclofen. Patient experienced lack of effect, leg spasticity and pain. It was noted that a CT-scan was done reason being 'post-baclofen pump check, unable to withdraw or inject. It revealed a disconnected catheter, uncertain if at the distal end or at the pump/catheter connection. It was not clear when the disconnection occurred. The dose was increased gradually. The catheter was replaced. Patient was not hospitalized for the event and the outcome was stated as no injury. The drug delivered via the system was lioresal 2000mcg/ml at a daily dose of 1300.

Manufacturer narrative:
Lot/serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; catheter accessory kit for 8709 catheter: model: 8590-9, lot/serial # (B)(4), implanted: (B)(6) 2010.

Event description:
Additional information: it was later reported that the patient was still having problems regarding their device/therapy; and appointments with their physician was ongoing.